Manufacturer narrative:
Unit passed displacement and self tests. Upon further review of the unit's interior, the battery compartment sleeve is corroded. The moisture damage does seem to be confined to the battery compartment only since I did not note any previous moisture presence or corrosion on the battery board or any of the other boards or assemblies inside the unit. Did not note any cracks in the battery compartment, battery threads, in or around the reservoir tube lip, or in the retainer ring. Furthermore, the reservoir retainer ring is solidly attached to the reservoir tube lip. Inserted a test p-cap into the retainer ring, and it did lock into place properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that every time they inserted a new battery and had corrosion. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.